Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the monopolar curved scissors (mcs) instrument had a broken cable. The procedure was completed with no patient injury nor delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. The complaint regarding a broken cable was confirmed by failure analysis.